Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on (B)(6) 2023 for wearable with serial number (B)(6). However, wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and investigation window does not reflect the alleged device for serial number (B)(6). The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.